Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic examination found the particle to be 0.087 square millimeters in size, which is within specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter on the uv flash disconnect cap. There was no patient involvement. No additional information is available.